Event description:
It was reported that during a paroxysmal atrial fibrillation a farastar generator was selected for use. During procedure, the generator had a 301 error in basket in the left superior pulmonary vein. Four applications were completed in basket in the lspv. The catheter was then deployed in flower, and the generator showed 2-3 more 301 errors. "Cancel therapy" was clicked to "prepare" the system again, but the error 301 persisted in flower. The flower was checked in both lao and rao views and the petals were well distributed. The farastar gen2 cables were changed, but the same 301 errors continued. The generator was turned off and on again, and a 201 error appeared on the screen (as per the photo attached). Power cycling was repeated, including hard resets and trying different power supplies, about 15-20 times, but the generator still showed a 201 error. A two-hour delay occurred with the patient asleep while waiting for a replacement generator. The procedure was completed with the new generator. No patient complications were reported.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.